Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving compounded baclofen (4000 mcg/ml at 2309.1 mcg/day) via an implantable pump. The pump's indication for use was listed as intractable spasticity. It was reported that at a refill appointment on (B)(6) 2016, the actual residual volume (arv) was 6.5 ml and the expected residual volume (erv) was 6.6 ml, so they pulled out what they were expecting. The hcp was only able to fill the pump with 34 ml and could not get the last 6 ml in. The hcp sent the patient home. No symptoms were reported. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from health care professional (hcp) via the manufacturing representative (rep) on 2016-aug-25 indicated that the hcp refilled the patient's pump today but forgot to aspirate as he did for another patient. The rep stated that he was not at that refill and was not made aware until after the patient was gone. The rep reviewed with the hcp the importance of fully aspirating the pump. Reportedly, they could not inject fully just like the last report. It was thought that they couldn't inject ~ 5 ml however the hcp felt the pump was delivering the drug appropriately and was not alleging anything new. The hcp expected 3.2 ml and aspirated 3.2 ml. The rep stated he would be at the next refill and would update at that time.

Event description:
It was reported that the pump was accessed for a refill and was aspirated without difficulty. Again at this refill the hcp was only able to get 35ml of drug into the reservoir. The hcp claims that the patient has not been exposed to any pressure changes. The possibility of getting an x-ray to check the pump bellows was discussed. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(4). It was reported that the patient was a (B)(6) female. Additional medical history included motor vehicle accident leading to cervical fusion with resulting spasticity. The concomitant products included zanaflex (tizanidine), oral baclofen and unspecified nonsteroidal anti-inflammatory drugs (nsaids). On (B)(6) 2000, the patient started treatment with compounded baclofen. The patient¿s compounded baclofen was discontinued when the pump was removed (thought to refer to the previously reported pump being taken out of the pocket). No further complications were reported.

Manufacturer narrative:
Analysis of the pump found fluid path/reservoir access issues verified in the lab of an undetermined cause. Eval conclusion code ¿ is being updated for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies due to the additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The patient went in for a routine refill on (B)(6)2017. It was stated that the hcp could only inject 35 cc of baclofen into the pump and not the full 40 cc. During an unrelated surgical procedure [see manufacturer report 3004209178-2017-23638], the pump was taken out of the pocket and it was noted that the pump had a big dent in it. It was not known how it occurred. The pump was to be returned for analysis once the hcp decided to explant the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated analysis identified the pump exterior was concave and affected in-vivo function with an undetermined root cause. (B)(4). If information is provided in the future, a supplemental report will be issued.